Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the device as received could not be interrogated. Normal output was measured as received. The device revealed normal battery voltage and current.